Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694365v lead; 4568-53 lead, implanted (B)(6) 2002. (B)(4)

Event description:
It was reported that, a few hours after implant, the implantable cardioverter defibrillator (ICD) device triggered an alert for unstable and high impedances on the rv defib coil due to an issue with the grommet/setscrew. A revision was performed. The device remains in use. No patient complications have been reported as a result of this event.